Event description:
The patient called alleging that the meter was set to the incorrect unit of measurement. The patient does not recall recently going into the set up mode and changing the unit of measurement. The patient visited the physician and was treted with antibiotics for a "uti" and sinus infection. The patient was not treat for their diabetes and there is no information on what the reading was on the physician's meter. The patient was also using expired test strips. Using expired test strips can lead to false blood glucose readings. Due to a spontaneous /unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a reportable medical device due to a malfunction.